Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30(scope communication error). A root cause could not be identified. Based on the results of the investigation, since the reported malfunction did not reoccur during investigation, a probable root cause could not be identified. The most probable cause of additional malfunctions b30(scope communication error) found during the investigation is due to data error of scope identification. Moreover, the most probable cause of the malfunction was not established, as the complaint was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had faulty image (interference and lines). The event had occurred during inspection for use. There were no reports of patient involvement.